Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. Results of the device evaluation will be provided in a follow-up medwatch report. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed that no add'l complaints have been reported for the same lot as the suspect device. The july 2007 15-month profile snares product family complaint trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp on july 18, 2007, that a profile polypectomy snare was used in a colonic polypectomy procedure (adult patient, age and gender unknown). Reportedly, "the loop fell off the wire - when the end-user attempted to close the snare around the base of the polyp, the device fell apart. The loop was retrieved using forceps (product and manufacturer unknown). The rest of the device was removed intact from the channel of the scope (and there was no damage to the scope)." It was further reported that the procedure was completed with a second profile polypectomy snare, and that there was "no harm" to the patient.